Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected 1, g2 (unmark health professional and distributor). Additional information added to field b5, d4, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection and customer allegation was confirmed. Based on the investigation results, it is likely due to the failure of the converter power switch, leading to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the preparation for an unspecified diagnostic procedure and the intended procedure was completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center power does not turn on when the power button was pressed, or the power does not turn off or is slow. The issue occurred during unspecified procedure. There were no reports of patient harm.